Manufacturer narrative:
Insert device manufacture date: (B)(6) 2014. (B)(4). The product associated with batch 4a01662, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformance's/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. The following record is being resubmitted upon request of FDA per (B)(6), FDA medwatch program from 10/23/2020. In reference to patient identification # (B)(6), manufacturing report number: na, initially submitted to the FDA on 12 february 2015. Initial submission. (B)(4).

Event description:
It was reported there was black dirt inside the package. No patient involvement was reported.